Event description:
Error 41 (upstream pressure sensor).

Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Device log was not provided, therefore the review could not be performed. Reported device was not sent back to brézins for investigation but was repaired by UK service center. It was mentioned that pressure sensor was replaced to solve the reported issue and device was returned to customer. The replaced defective pressure sensor kit was kept and sent to brézins for further investigation. This event is linked to a known issue with likely defective pressure sensors. This complaint is valid. Action was initiated for this issue as per our local procedures (CAPA being opened in july 2020 to address the root cause). The trend is abnormal and reported risk is lower than estimated risk.